Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Our clinical investigation concluded: based on the limited information provided the root cause for the reported breakage could not be determined. It is unclear if the device instructions for use were adhered to; however, it does caution that ¿careful attention should be exercised to ensure that excessive force is not placed on this device. Excessive force can result in the failure of this device.¿ the truepass needle tip and shaft is made of nitinol which is a biocompatible material however, since the needle is part of a surgical device it is not approved for implantation. The patient impact beyond possible corrosion, local irritation/discomfort, and/or migration of possibly retained non-implantable foreign body fragments cannot be determined. No further medical assessment can be rendered at this time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder arthroscopy, the truepass needle broke off in the patient's shoulder. It is unknown how the procedure was finished and if there was a surgical delay. No further complications were reported.